Event description:
It was reported to target that during a pre-operative embolization procedure, after full strength contrast was infused through the fastracker-18 catheter, the catheter ruptured causing a rupture of one of the arteries in the brain. Through a follow-up with the physician on 06/08/1999, the MFR was informed that the ruptured vessel was treated by coil embolization, with no add'l complications to the pt.